Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the patient underwent a hepatectomy on (B)(6) 2017 and barbed suture was used. The fixation tab could not be fixed on the tissue and escaped from the tissue during continuous suturing on the fascia. There were no adverse consequences to the patient.

Manufacturer narrative:
The actual device was returned for evaluation. Marks on the body of the needle appear to be by use of surgical instruments. The suture was examined along of the strand and no defects or damaged on the barbs were found and the fixation tab was present. According to the sample condition, no breakage was observed.